Event description:
A customer reported receiving a sensor error message from the adc device and was unable to obtain readings. As a result, customer experienced feeling dizziness, a loss of consciousness and was able to regain consciousness to self-treat with water and relaxing. The customer further reported receiving an unspecified (dose) insulin intravenously and by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.